Event description:
It was reported that balloon rupture occurred the 95% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 4.0mm x 20mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.